Event description:
While performing a linen change the patient started to become acutely bradycardic and hypotensive. A dopamine drip was already primed and preprogramed on the alaris IV pump and attempted to be turned on. Immediately after attempting to turn the pump on it started alarming and saying "channel error". It was attempted to be restarted but kept alarming that it was disconnected. At this time the patient's primary pressor (vasopressin) also randomly shut off with no error message on the screen, it just abruptly stopped. The doctors arrived promptly to the bedside and gave verbal orders to administer 1mg epinephrine IV push which was given immediately prior to the patient going into a pulseless electrical activity arrest.